Event description:
A 23-year-old female allegedly experienced an anaphylactic reaction with the use of 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel, 2570 that was subsequently described as a chest urticarial skin reaction. The patient's skin was initially prepped with fastaid® pre-injection swab (70% isopropanol), three electrodes were applied to the chest area that were held in position with an o-fix sticker. The following day, an urticarial skin reaction was observed that was reportedly treated with antihistamines. Upon subsequent representation, tongue swelling was identified. The patient was treated for angioedema with antihistamines, steroids, intramuscular adrenaline and was transferred to the ICU [intensive care unit]. The patient reportedly had a "good" recovery. On day three, the patient was transferred to the ward and was subsequently discharged home on day five.

Manufacturer narrative:
Initial reporter occupation: it is unknown if the reporter is a health professional a sample was not returned. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether an electrode was the root cause.